Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. No lot or batch number was provided therefore a device history could not be done. Additional information received: is there a reasonable possibility of relatedness to the performed surgical procedure: yes. Relatedness to surgical equipment used: no. The "device" in question is a device briefing tool, designed to prevent or minimize device issues or misuse. No such issues were reported and the patient succumbed to procedure related complications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Csg-f541 study serious adverse event (sae): as part of study "a digital surgical workflow and digital device briefing tool to reduce morbidity and mortality after primary stapled colorectal anastomosis" the following event was reported: serious adverse event term/diagnosis: t4 rectal carcinoma with infiltration of the bladder, retroperitoneal, obturatorial and periurethral, recurrent urosepsis, severe cardiac insufficiency low anterior rectum resection with enbloc bladder resection, resection of periurethral tissue, testicular vessels, duct. Difference, obtra.... Description of the event: postop sirs, cardiac shock, sepsis, exitus (cardiac decompensation, cardiac shock, anastomotic leakage on 9th pod with surgical revision+ exitus on 18th pod. No relatedness to surgical equipment used. Procedure anterior rectal resection/ multi visceral resection. Patient was hospitalized on (B)(6) 2023. Patient was discharged (B)(6) 2023 died 16:59 o'clock. Resulted in death, patient died on (B)(6) 2023. Patient outcome fatal. Action taken hospitalization, medical procedure / therapy (drug/transfusion)/ surgical therapy/procedure.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2024. Corrected data: d1, d4. Additional information received: was an ethicon cdh actually used in this procedure? Cdh29b was used.